Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The health care professional (hcp) asked if it is magnetic resonance imaging (MRI) conditional. Boston scientific technical services (ts) discussed that the system is mrl conditional. This ra lead remains in service and will not be returned. No adverse patient effects were reported.